Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg revision surgery, the patient's leads had migrated and were noticeably fractured once the physician cut down in the incision. The patient reported multiple falls prior to the procedure. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.